Manufacturer narrative:
At this time, the lead has not been returned. It was noted that the hospital had possession of the lead. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements, noise, oversensing, and fluctuating impedance measurements between 226 and 380 ohms. The lead was noted to be fractured; however, a fracture was not confirmed. A surgical revision was performed and noise was noted when the device was taken out of the pocket with the lead still connected. The lead was explanted and replaced. No additional adverse patient effects were reported.